Manufacturer narrative:
Smiths medical, received device in good condition. Powered on the device and power as intended. Visually inspection was performed and on all components and no damage was found. An 8 hour tests was performed with different disposables and device still did not alarm. Could not confirmed customer reported reason. No problem found. Device passed all functional and electrical tests. The results of the investigation do not implicate a manufacturing or service process for unconfirmed problem source.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had a "sensitive microswitch on filter block". No adverse patient effects were reported.